Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. The article concluded the use of chest drains with one-way valves in the ambulatory management of selected ssp is safe with few complications.

Event description:
Received an article: reddy, r. E. (2017). Ambulatory management of secondary spontaneous pneumothorax. Thorax, 72(s131), p. A79. The purpose of this article is to assess the effectiveness of ambulatory management of secondary spontaneous pneumothorax (ssp). Per the article product malfunctions included drain blockage and one drain fell out. Three experienced drain blockage which necessitated replacement of the tube. One drain fell out.